Manufacturer narrative:
Device evaluation 1 unit of lot c1608253 of echo-hd-3-20-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 17 dec 2020 and a re-evaluation on the 22 dec 2020. A distal kink was observed at the notch area of the needle. The stylet cap was bent/damaged the needle was observed to be broken below the sheath extender which will be investigated under MDR ref # 3001845648-2021-00020. Clarification was requested after the first lab evaluation as follows; ¿two failures were observed during evaluation of the returned complaint device yesterday, a needle break just below the sheath extender and a damaged stylet cap (see photos below) no kink was observed with the distal end of the needle. Is it possible that the complaint issue was due to the needle break (and not a distal kink as indicated in the answer to q.1 of the additional questions) which would also explain why the needle could not be fully retracted before removing from the patient - was the damage to the stylet cap in the photo below observed prior to shipping the device back to cirl?¿ clarification was obtained after the lab re-evaluation as follows; ¿in relation to this pr a re-evaluation of the complaint device was carried out yesterday where as well as the 2 failures identified during the initial lab evaluation last week (proximal needle break and stylet cap damage) a distal kink was also observed. As a result can you please open an additional pr for ¿needle break below sheath extender observed during lab evaluation¿. As a result of the above a 2nd file MDR ref # 3001845648-2021-00020 was opened for the needle break observed below the sheath extender further clarification was requested as follows; ¿in relation to the mail below can you please share with the rep that a re-evaluation of the complaint device was carried out yesterday where as well as the 2 failures identified during the initial lab evaluation last week (proximal needle break and stylet cap damage) a distal kink was also observed so no need to answer the first query below. However, can the query regarding the stylet please be answered? Was the damage to the stylet cap in the photo below observed prior to shipping the device back to cirl?¿ reply was received as follows; ¿the stylet cap was not damaged before shipment.¿ the above reply would indicate that the bent/damaged stylet cap observed during the lab evaluation was most likely caused due to transport returns. Document review including IFU review prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1608253 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1608253. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). This will be investigated under this file. Image review n/a root cause review a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle getting deformed and to the distal kink. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
The investigation was concluded on the 19-jan-2021, this supplement report is being submitted to include the investigation conclusions within section h.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the eus procedure, when puncturing the lesions in the gastric angle, the needle bent at the first attempt a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? A new needle if used. Was the device used in a tortuous position? As always. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No, skills. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olimpus gf-uct 180. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When you try to pick. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract before removing the needle from the patient? No. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? Yes. How many samples were obtained with this needle? None. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? Yes. Is the patient known to be covid-19 positive? No. The item will be send today.